Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old asian female patient underwent a breast surgery with a right-sided 325cc mentor memorygel breast implant and a left-sided 275cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral rupture as well as baker grade iii capsular contracture on the right side, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with a 425cc mentor memorygel breast implant on the left side and a 450cc mentor memorygel breast implant on the right side on (B)(6) 2022. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-10690 for the contralateral event.

Manufacturer narrative:
On september 20, 2022, mentor conducted a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the 275cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).